Event description:
Additional information was received that the patient experienced sepsis in addition to the originally reported infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. There were no additional adverse effects reported. The pacemaker was explanted.